Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device did not deliver a defibrillation shock when the shock button was pushed. A backup device was used to continue treatment. There was patient use associated with the reported event. However, there was no adverse patient outcome.